Event description:
It was reported that a merlin programmer was found smoking. There was no patient involved.

Manufacturer narrative:
The field complaint of a non-working unit and smoking was verified. The non-working complaint was traced to the inverter board. Final analysis found burn marks on the circuit board/printed circuit board (pcb). A component on the printer's pcb board failed and overheated, which carbonized the surrounding area. The printer was cause of the complaint. Corrected data: g3 for this report should be 15 mar 2022 as this is when the investigation was finalized, but it was left open mistakenly by the lab. The investigation was closed on 26 jul 2022.